Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received of care. No patient harm occurred as a result of the delay in care. Information from an account indicating a fan within the back of the camera was making a loud noise. The camera had to be replaced and patients were rescheduled, resulting in a delay (B)(4).